Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, which patient's father claimed lead to a hypoglycemic event. Patient's father claimed that patient attended soccer tournament in the am, returned home, then was found by patient's mother prior to dinner passed out on the floor. Patient's parents provided juice to patient and indicated they had glucagon ready to administer. Patient was able to be aroused back to consciousness. Glucagon was not administered. However, patient's parents did administer glucose tablets. Patient's parents then claimed the patient vomited. Patient's parents reported call to endocrinologist, who later called back, indicating patient would be very tired but there was no need for an office visit. At the time of the call to dexcom technical support, no further medical intervention or additional injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported inability to conduct test, as patient's father was currently not at home with patient. Dexcom has issued an rga for patient's father to return the device to be investigated. Current condition of patient was reported to be good at the time of the call to dexcom technical support.